Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿the pump did not infuse the entire bag of chemotherapy (chemo)¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that the pump did not infuse the entire bag of chemotherapy (chemo) was not determined because no product or device logs were returned. The reported issue that the pump did not infuse the entire bag of chemotherapy (chemo) could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes.

Event description:
It was reported that there the nurses have experienced events where the pump did not infuse the entire bag of chemotherapy (chemo). The biomedical personnel went through and tested the pc units and modules through the alaris preventative maintenance software and found not issues. Although requested, no additional information was provided

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿the pump did not infuse the entire bag of chemotherapy (chemo)¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that the pump did not infuse the entire bag of chemotherapy (chemo) was not determined because no product or device logs were returned. The reported issue that the pump did not infuse the entire bag of chemotherapy (chemo) could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes.

Event description:
It was reported that there the nurses have experienced events where the pump did not infuse the entire bag of chemotherapy (chemo). The biomedical personnel went through and tested the pc units and modules through the alaris preventative maintenance software and found not issues. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that there the nurses have experienced events where the pump did not infuse the entire bag of chemotherapy (chemo). The biomedical personnel went through and tested the pc units and modules through the alaris preventative maintenance software and found not issues. Although requested, no additional information was provided.